Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels over 541 mg/dl, ketones, and vomiting that resulted in a broken blood vessel in the customer's eye. Healthcare provider identified the ketone level as dangerous. Cause of bg/ketones was not known. Multiple supply changes were performed and correction boluses were delivered to address bg/ketones. Customer's wife assisted the customer with addressing bg/ketones. Customer was treated with intravenous drip and insulin in the emergency room (ER). Customer was released from the ER 4 hours later with bg ranging between 432-433 mg/dl. A cartridge from a new cartridge box was loaded onto the pump and customer's bg normalized. Customer suspected that the previous cartridge box was the cause of bg/ketones; however, this could not be confirmed. Reportedly, the customer continued to use the pump for insulin therapy.